Event description:
The surgeon reported that the istent was implanted superficially. When the surgeon went to regrasp the stent after clearing the blood, the stent was not there, presumably lost in the iatrogenically recessed angle. No pt injury was reported. Add'l info has been requested.

Manufacturer narrative:
The stent remains in the pt and is not available for eval. The device identifiers have been requested. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).